Manufacturer narrative:
1. DHR/bhr review(lot#2353983): 1)this batch of products were assembled at intima ii auto line 2 in january 2023, and packaged at r240 package line in january 2023. Work order quantity was (B)(4). 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is carried out for leakage test, and no leakage is found at the catheter. Please see attachment for the test report. 4. The reason of leakage from needle hole is complicated, the usual reasons are as below: 1) puncture angle is so small that the puncture wound is relatively big. 2) the medical dressing isn¿t applied correctly, which lead to leak when the product moves relative to insertion site. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be confirmed, and the usage of the sample is unknown, the root cause of the leakage from needle hole cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that a hole was found in the intima-ii y 24gax0.75in prn/ec slm. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2023, the patient was treated with routine intravenous infusion. The outer package was opened for the patient's routine intravenous infusion. During the infusion, leakage from the needle hole was found. The infusion was immediately stopped, and the intravenous infusion was successfully completed."